Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease or from endocarditis. Based on the information received the cause of the event cannot be determined. If additional information is received, a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported a patient implanted with a 27mm aortic valve for 1 year 4 months underwent an explant procedure due to the patient tissue stretching away from the valve. There was no failure identified with the valve and the patient is being evaluated for autoimmune disorders. Patient received a mechanical valve conduit. The patient is reported to be doing well.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Product evaluation: customer report of "patient tissue stretching away from the valve" could not be confirmed through visual observations. X-ray demonstrated wireform intact. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 1 on the inflow aspect. Host tissue on the stent circumference was moderate at the inflow aspect and minimal at the outflow aspect. As received, all three leaflets had cuts of approximately 5mm x 15mm on leaflet 1, 4mm x 129mm on leaflet 2, and 4mm x 14mm on leaflet 3. The cuts had a smooth and straight edge; leaflet fragments were not returned. Suture pledgets remained attached around the inflow of the sewing ring by cor knots.

Event description:
It was reported a patient implanted with a 27mm aortic valve for 1 year 4 months underwent an explant procedure due to the patient tissue stretching away from the valve. Medical records indicate severe aortic regurgitation and aortic root aneurysm. There was no failure identified with the valve and the patient is being evaluated for autoimmune disorders. Patient received a mechanical valve conduit. The patient was transferred to the intensive care unit in critical condition post procedure. Patient was discharged post operative day 8 in stable condition. Per edwards product evaluation, host tissue was present on the valve.